Event description:
A medtronic representative reported, the site's legacy driver damaged and twisted at the tip during a spine procedure. The patient was not impacted.

Manufacturer narrative:
The site chose not to provide the patient identifier. As reported, the tip of the instrument was found to be twisted. The mechanical damage was found to be directly related to the reported event.